Event description:
It was reported that an ilet display became unresponsive to touch, and a forced restart via the ilet app did not restore functionality, leaving the screen inoperable and unable to be unlocked. Symptoms included no clinical effects reported. Outcomes included no impact to the user reported. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed the device screen remained nonfunctional after restart, consistent with a touchscreen/display failure. It was concluded that the device exhibited a hardware malfunction of the screen/display.